Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the black box download contain date from (B)(6) 2014, no power on reset event to support pump resetting to default: pump was not set to the correct year to verify. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate, internal battery was found to be leaking. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.